Manufacturer narrative:
(B)(4).

Event description:
Stapling portion of the fissure whilst firing the instrument started to articulate on its own reaching maximum articulation, lots of strain on the underlying pulmonary artery and small tear occurred. Before it started moving on its own there was a short movement (jolt again on its own) at the tip of the instrument. A couple of firings before all of this happened the I drive would not switch into firing mode and had to reassemble several times for it to work. Customer very concerned by idrive recently. This idrive was then put aside but when unloading the reload from the instrument the articulation went into full articulation again and the tristaple when being removed snapped off inside the adaptor. This idrive was bought (B)(6) 2015 and has been sterilised 16 times. Device is being returned to (B)(4). Another idrive opened and used to finish procedure and re staple across existing area of staples. Has the product been re-sterilized prior to this incident : yes. Was the complaint product used on a patient: yes if the product was used on a patient: person injured or jeopardized: yes; extension of the surgery time by more than 30 min. Or re-operation necessary: yes - small tear in artery which had to be managed, patient is safe and ok. Blood loss of more than 500cc : no. Extension of the incision by more than 1 inch: no. Change from endoscopic to open surgery: no. Unanticipated tissue loss or irreversible damage: no. Any portion of the device or tack fall into the patient cavity: no. Was any reinforcement material used in conjunction with the stapling device: no.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Product has not yet been returned. This complaint will be closed as no sample. If product returns, the complaint will be reopened. A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications.